Event description:
It was reported to boston scientific corporation a contour ureteral stent was used in a cystoscopy procedure, left ureteroscopy with holmium laser lithotripsy to remove a kidney stone from the urinary bladder in 2007. A contour ureteral stent was placed. According to the complainant, the stent was removed four days later. In 2008, the patient experienced symptoms of urinary burning, urgency and frequency. An ivp test was performed revealing a piece of the stent had been left in the patient's bladder. The stent fragment was removed the following month (with some calcification noted). The patient experienced urinary burning and pain upon voiding and underwent a procedure five months later, to remove two bladder lesions.

Manufacturer narrative:
A visual evaluation of the returned contour vl ureteral stent remnant revealed that the stent was discolored white and was torn unevenly at both ends. The stent remnant measured 1 centimeter long. The uneven ends were partially jagged in nature. The outside of the stent remnant body was pitted and very rough in nature. The roughness of the stent is most likely due to the amount of time it was inside the patient's body. Black spots covered the remnant possibly due to mold formation on the stent after removal. It appears, from the damage to the stent, that during the initial removal procedure the stent tore apart most likely due interaction with the patient's anatomy and how the device was being removed. Based upon this information and the information gathered during similar complaint investigations, the most likely root cause for this event is determined to be "operational context."

Event description:
It was reported to boston scientific corporation a contour ureteral stent was used in a cystoscopy procedure, left ureteroscopy with holmium laser lithotripsy to remove a kidney stone from the urinary bladder on (B)(6), 2007. A contour ureteral stent was placed. According to the complainant, the stent was removed on (B)(6), 2007. On (B)(6), 2008, the patient experienced symptoms of urinary burning, urgency and frequency. An ivp test was performed revealing a piece of the stent had been left in the patient's bladder. The stent fragment was removed on (B)(6), 2008, (with some calcification noted). The patient experienced urinary burning and pain upon voiding and underwent a procedure on (B)(6), 2008 to remove two bladder lesions.

Manufacturer narrative:
Although expected, the device has not been received for analysis. Therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. If there is any further relevant information, a supplemental medwatch will be filed.